Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. Per the information collected, the wi-fi indicator on the footswitch was red whilst the battery indicator was green, which indicates that there was an error in the wireless connection. The philips field service engineer (fse) analyzed the system and confirmed that wireless footswitch has connection problem. To resolve the issue fse reseated the wireless footswitch battery. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a connection problem when using the foot switch. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.